Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device would not hold the sawblade and the knob was stripped. During in-house engineering evaluation, it was determined that the device failed the saw blade coupling check as the turn knob would not open and loose. Furthermore, the device had an unknown substance on the internal sub assembly, the straining ring was corroded and came off of the device, and the device had an unusual noise inside. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.